Manufacturer narrative:
Failure analysis was performed on the encoder assembly. Visual inspection revealed that the rate encoder was damaged. Bench analysis found that the rate encoder rotated internally. Conclusion: the finding found during service and repair of the device was confirmed, the encoder was damaged.

Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) output connector assembly was broken. It was also indicated that the black and blue wires were pinched. It was also indicated that the encoder assembly was intermittently out of specification mechanically. These parts were replaced and the epg was re-calibrated and passed final quality assurance tests.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector. The epg was returned for repair. The epg tested out of specification during manufacturer's analysis. There was no patient involvement.